Manufacturer narrative:
A2-age at time of event: 18 years or older. Device evaluated by MFR. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left below-knee artery. After gaining vascular access via the right femoral artery, a guidewire was delivered to the lesion with a contralateral approach. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left below-knee artery. After gaining vascular access via the right femoral artery, a guidewire was delivered to the lesion with a contralateral approach. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific balloon. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older.